Manufacturer narrative:
An event of leaflets not opening and closing smoothly was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was selected for implant. During the procedure, after the valve was implanted, it was noted that the lobes had troubles opening and closing smoothly. The device was removed and replaced with another 21mm device to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was selected for implant. During the procedure, after the valve was implanted, it was noted that the lobes had troubles opening and closing smoothly. The device was removed and replaced with another 21mm device to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.